Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 334 mg/dl, and after treating her blood glucose decreased to 232 mg/dl. The customer's alarm history was reviewed and an instance of an unexpected restart error alarm was identified. Troubleshooting was initiated for the alarm. A temp basal was not programmed prior to the alarm. Additionally, the insulin pump was not stored for an extended period of time. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.